Event description:
It was reported that the recharger was not charging. The recharger and plug icons were not appearing on the screen. It was also noted that it was taking forever to charge the recharger but it was taking a charge so it was unclear if the recharger was charging or not. The connector on the desktop charger was loose. The patient also had coupling issues. The coupling could change from 0 to 2 to 4 to 8 during a recharging session and sometimes it took 3 hours to charge ¼ of the implantable neurostimulator. The stimulator also shifted in the pocket. The patient had talked to their surgeon about this but they were told the stimulator needed to heal more. There were no patient symptoms reported. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial#(B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).